Event description:
Our affiliate is reporting top us that during an arthroscopic rc repair, a portion of the distal tips of 2 expressew ii needles broke off into the patient¿s joint space area while the surgeon was passing unknown suture through the soft tissue. They do not know if the fragments remain in the body or not; however the procedure was completed successfully in a timely manner without further issue or harm to the patient. The user facility cannot supply the lot numbers for the devices, and nothing is being returned, they discarded the complaint devices. Also see associated MDR 1221934-2013-00204.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting top us that during an arthroscopic rc repair, a portion of the distal tips of 2 expressew ii needles broke off into the patient's joint space area while the surgeon was passing unknown suture through the soft tissue. They do not know if the fragments remain in the body or not; however, the procedure was completed successfully in a timely manner without further issue or harm to the patient. The user facility cannot supply the lot numbers for the devices, and nothing is being returned, they discarded the complaint devices. Also see associated MDR 1221934-2013-00204.